Event description:
Dissection during the index procedure. Urgent repeat coronary intervention of the target vessels.

Event description:
The information from the reality study indicated that the patient had an additional adverse event (ae). The new ae occurred approximately fifteen (15) months after the index procedure. The report stated that the patient was admitted to the hospital with unstable angina (ua) class iiib. The patient had a repeat angiogram the next day which demonstrated in-stent restenosis of two (2) previously implanted cypher stents. The target lesion was reported to be the left anterior descending (lad) artery. The lesion was reported to be a 95% in-stent restenotic lesion. The restenosis was treated by implantation of a taxus 3.0/20 mm stent at 14 atm for 14 sec. The flow pre and post-procedure was unknown. A good final angiographic result was achieved and the patient was discharged two (2) days after the procedure. The ae was reported to be unlikely related to the device and probably related to the procedure.